Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed, however two pictures were received and were visually inspected. During the visual inspection of the provided photos, the product was found to be wet. A particulate matter on the luer connection was visible, however, it was not visible whether the particulate matter was inside or outside of the luer connector. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was discovered inside the dialysate port of a polyflux 17l apac during priming. There was no patient involvement. No additional information is available.